Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, monitoring circuit board was defective. Technical error 3 (power failure 12 volts too low alarm) shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the +12 v supply is lower than +10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than +10.8 v. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to circuit board.

Event description:
Manufacturer's ref. #: (B)(4).